Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics. At the time of this report the patient was recovered from this peritonitis event. On an unreported date, dianeal therapy was discontinued and the patient was transferred to hemodialysis. No additional information is available.